Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment and reported poor image resolution appears to be related to patient morphology/anatomy and elevated heart rate. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). The patient had an elevated heart rate which made imaging a challenge. After the first mitraclip was deployed, it detached from the anterior mitral leaflet, but remained attached to the posterior mitral leaflet (slda). Two (2) additional clips were implanted to secure the slda and to further reduce mr, which was reduced to grade 2+. The patient recovered normally and was taken off the ventilator and vasopressor infusion (started before mitraclip was inserted). There was no adverse patient sequela. There was no additional information provided.